Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the pump was changed. For the pump, the very tip of the catheter was cut because it was damaged. 8578 connector was used to connect at the pump site. Date of procedure was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018. It was reported that the cause of the catheter damage was that the pump connector would not release, so the doctor cut it. It was clarified that the pump replacement was due to elective replacement indicator (eri), and the catheter issue was resolved.